Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery reamer device was not working at all. There was a five minute delay to the planned surgical procedure and a spare device was available for use. It was reported that the surgery was successfully completed. There was patient involvement reported. The exact date of this event is not known. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no power, trigger sticking, failed cannulation test, wire insulation, electronic control unit was damaged, electric motor did not function, trigger components were damaged, grease was discolored and contaminated, and seals and bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.